Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the three-pronged plug came off from the electrical cable of the automated impella controller. There was no patient involved with the reported event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. The data logs are not relevant to this complaint. The console was returned for investigation. Upon arrival, the console underwent testing, which revealed an issue during visual inspection. Internal cables within the plug were found to be disconnected. The issue was most likely the insufficient length of the wire covering, which was noticeably shorter than that of a properly functioning unit. The cables outer sheath/jacket length was inadequate to prevent pinching at the plug, which is why the cord broke loose and defective wire. The reported complaint was most likely due to an insufficient length of the wire outer sheath or covering.